Manufacturer narrative:
D11: the concomitant device was implanted in 2009 this was initially reported on the summary report dated 4/21/2015 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced dyspareunia, inability to sit or stand for a long period of time, urinary incontinence, constant pelvic pain and inability to stop the flow of gas or urine. The device remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death reported were cardiorespiratory arrest, debility and malignant neoplasm of brain.